Event description:
It was reported that there was a suspected dull coring knife with incomplete coring on a portion of the apex. Surgical excision of remaining portion was done with scalpel and scissors.

Manufacturer narrative:
A4 - patient weight not provided by customer. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.